Event description:
The complainant reported that the patient presented to the emergency department and was diagnosed with st-segment elevation myocardial infarction. Percutaneous coronary intervention was completed with an intra-aortic balloon pump (iabp). The patient remained hemodynamically unstable, and a decision was made to place an impella cp. The iabp was removed from the right femoral artery (rfa) and impella peel-away sheath was inserted into the rfa. The patient went into pulseless electrical activity and advanced cardiac life support was initiated. The impella cp was prepped and primed and inserted into left ventricle and started in auto. Return of spontaneous circulation was achieved. The physician had an echocardiogram completed in the cardiac catheterization lab that revealed pericardial effusion and pericardiocentesis was performed. The patient was taken to intensive care unit. The nurse was unable to doppler the distal pulses to the right lower extremity and the medical doctor did not want any further intervention. The family decided to make the patient do not resuscitate and the patient expired.

Manufacturer narrative:
A.4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Cardiac arrest/ ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Pericardial effusion: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.